Event description:
Medtronic received a report that pipeline failed to open and experienced resistance with phenom microcatheter. It was discovered that the phenom was damaged. The patient was undergoing surgery for treatment for a flow diverter stent implantation of an amorphous unruptured aneurysm located on the left ophthalmic artery, with a max diameter of 4.7 mm and a 4 mm neck diameter. The distal landing zone is 3.3 mm and the proximal is 4.6 mm. It was noted the patient's tortuosity was moderate. It was reported that the operator advanced the stent to the straight segment of the middle cerebral artery and attempted to deploy it. However, the distal end of the stent failed to open. The stent was retrieved and redeployed twice, but it still could not be opened. Multiple attempts of deployment and retraction were made, yet the stent remained unopened. Push-pull maneuvers were also attempted, but the stent did not open. The stent was subsequently withdrawn, and a 450-20 stent along with the same type of microcatheter was used to complete the procedure. During system withdrawal, it was discovered that the catheter was also damaged. The pipeline failed to open at the distal section. During this event the pipeline was not positioned to bend, and the pipeline deployed more than 50% when it failed to open. Additionally, the pipeline was re sheathed less than or equal to 2 times. It was also removed from the patient and re sheathed with the microcatheter. There were no additional steps or other devices required to open the pipeline. There was also catheter resistance at the distal section. Dapt (dual antiplatelet treatment) administered during the procedure. The device a nd other accessory devices were prepared and flushed as indicated in the IFU. It is unknown if there were any patient symptoms or complications associated with this event. Ancillary devices include a terumo 6f short sheath) guide catheter, cordis8f microcatheter, phenom 27 (medtronic, phenom 27), synchro 14 (stryker synchro 14), navien 5f 115 (support catheter, medtronic, navien 5f 115). Additional information was received reporting that the cause o the resistance, damage, and failure to open was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis: ¿equipment used: video inspection system (m-78210), ruler 200cm (m-83361). As found condition: the pipeline flex embolization device and phenom 27 catheter were returned for analysis within shipping box; within plastic bio- pouch; and within an opened pipeline flex and phenom 27 inner pouches. The pipeline flex was returned outside the phenom 27 catheter. Damage location details: no bent or kink was found with pushwire. The distal hypotube was found to be stretched. The shrink tubing was found intact but pulled back from the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. One of the ends of pipeline flex braid appeared to be not fully opened due to damaged braid. The other end of the pipeline flex braid was found fully opened and damaged. No flash or voids molded were observed in the hub. The catheter body was found to be kinked at ~7.5cm from proximal end. In addition, the catheter body was found to be flattened from ~5.0cm to the distal tip. The catheter tip, marker band were examined; and was found to be flattened. No other anomalies were observed. Testing/analysis: the total and usable lengths of phenom 27 catheter were measured to be within specifications. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues; however, the resistance observed at the damaged locations. Conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have failure/incomplete open distal (flex) as the device was resheathed. In addition, the proximal and distal ends could not be identified. However, one of the ends of pipeline flex braid appeared to be not fully opened due to damaged braid. The root cause could not be determined. Possible causes include patient vessel tortuosity, braid damaged, braid deployed in vessel bend. It was noted that the patient's vessel tortuosity was moderate and the pipeline was not placed in a vessel bend. Which eliminate these factors out as potential causes. However, based on the analysis findings, the pipeline flex and phenom 27 catheter were confirmed to have resistance as the pipeline flex and phenom 27 were found to be damaged. The root cause could not be determined. Possible causes include damaged catheter, burrs, bumps, kinks or other damage on ped or pushwire, frayed ends on braid, patient vessel tortuosity, user does not maintain continuous flush, and users pulls back on/torques wire while advancing ped in microcatheter. From the damages seen on the pipeline flex braid (fraying); hypotube (stretching); and catheter (kinking/flattening); it appears there was high force used. It is likely these damages occurred when the customer attempted to advance and retrieve the pipeline flex through the phenom 27 catheter against resistance. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.